Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system history and system log files. The log file analysis shows that no collisions could be determined and no false movement directions could be identified, however, several collision warnings and uncontrolled movements are visible in the log files. According to the system history, an application training was carried out on (B)(6) 2019. Upon investigation the involved customer service engineer checked the system and found no hardware issues. The stand control module, which is responsible for system movement activities, was replaced five months ago. According to the technical expert there is no known or conceivable scm error in which the movement suddenly changes direction or where an unintended movement is triggered (death-man's grip safety measure). The unexpected movements reported by the customer can be derived from the automatic collision detection and the corresponding system reaction. According to the available log files there were two collision warnings with the foot switch. This means that the system must have been in the lowest position. If the table is to be tilted afterwards, the system must lift up to avoid a collision with the floor. Log file extracts also detected collision warnings with the ceiling. In this case, when the system is tilted, parts of the system can move in a compensating action to ensure the tilting movement of the system. This could be misinterpreted by the customer to an unexpected movement. The movements of the system were initialized by the customer and no system errors could be detected. Nevertheless, there are several emergency stop buttons where movement can be stopped every time and it is also possible to release the joystick to end movement. There are also forbidden (collision) zones where the user could just drive in with override mode. Override mode means: the movement is limited (possible in the opposite direction at slow speed) and is indicated with "+" and "-" by the system (override mode). No part were exchanged and there are no reports of the issue recurring. There is no indication of a system malfunction and no systematic error was found.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. The user reported that the c-arm crashed into the patient table. There is no report of impact to the state of health of any patient or user involved. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.